Event description:
Reportedly, the pacemaker has functioned normally. There is a distinctive rattle audible when ticking the pacemaker in the anterior posterior way. The pacemaker should be returned for expertise.

Event description:
Reportedly, the pacemaker has functioned normally. There is a distinctive rattle audible when ticking the pacemaker in the anterior posterior way. The pacemaker should be returned for expertise.

Manufacturer narrative:
Please refer to the attached analysis report.